Manufacturer narrative:
Image review: one media file was provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 88.1mm with a perimeter derived diameter of 28mm suggesting a 34mm valve. The media file provided shows a post implant angiogram confirming an aortic dissection with contrast extravasation, and evidence of chest compressions being initiated. It is difficult to determine valve position within the anatomy. It was reported that valve deployment was attempted twice, and patient became unstable 15 minutes following the implant. Images of the valve deployment were not provided thus it is not possible to validate the cause of the aortic dissection and subsequent death. As stated in the instructions for use (IFU), potential risks associated with the implantation of the valve may include, but are not limited to, the following: death, myocardial infarction, cardiac arrest, cardiogenic shock, cardiac tamponade, cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured due to the implant depth being deeper than 3 millimeter¿s (mm) on the non-coronary cusp (ncc).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it was difficult to assess where the aortic dissection was located as a computed tomography (CT) scan was not performed, and the patient was taken to surgery right away. Extravasation was identified with a contrast injection during life-saving measures. An occlusion was not observed.

Event description:
Additional information was received that during the valve implant, the valve dislodged prior advanced cardiovascular life support (acls) protocol was initiated. After the acls was initiated, the dissection was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, lot #: 0012224767, ubd: 12-apr-2026, UDI#: (B)(4). Other products in use during the event include: product ID l-evolutfx-34 (lot: 0012210393); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, valve deployment was attempted twice but recaptured with each attempt. The valve was then successfully deployed. Approximately 15 minutes following implant, the patient became unresponsive and was noted to be in ventricular fibrillation. Advanced cardiovascular life support (acls) protocol was initiated. Fluoroscopy revealed that the valve had migrated towards the aorta between the sinotubular junction and the head and neck vessels. An angiogram was performed, and an aortic dissection was confirmed. Multiple rounds of acls protocol were resumed unsuccessfully, and the patient subsequently died. Per the physician, the valve recaptures did not contribute to the dissection.